Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during heat disinfect the machine was alarming with an ¿v104/108 stuck closed¿ error alarm and confirmed there was no patient involvement or injury. The machine had been in service for 1202 hours. Per biomed tech the actuator/test board appeared to have burnt traces on the board. The biomed tech confirmed no visible smoke, flames or sparks were observed, and no damage was observed with any other components or power outlet. Per biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. The machine was serviced by a fresenius regional equipment specialist (res), who replaced the bibag interface board and actuator/test board. Per biomed tech the machine was quality control tested and placed back in service without further issue. The components were returned for evaluation.

Manufacturer narrative:
Correction: occupation. Plant investigation: the actuator/test board and bibag gen 2 interface boards was returned for ¿v104/108 stuck closed¿ alarm and possible burning smell/ burn traces a visual inspection on both boards was performed nad found no physical damage. A detailed inspection on both boards found no signs of heat damage, smoke, sparks, charred marks, or burnt traces. Both boards were installed and tested on a test machine to investigate for the reported failure. Both actuator/test board & bibag interface board functioned properly during testing. The test machine completed a rinse, heat disinfect, and self-test program without problems. There was no signs of heat damage, burning smell, or burned traces during testing. The reported ¿v104/108 stuck closed¿ was not confirmed. The reported of possible burnt traces/smell was not confirmed. A records review was performed on the reported device serial number.